Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a 36-year-old female patient who had essure (ess205) (batch no. 12276454) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("severe fatigue") and syncope ("vasovagal syncope"), 1 month 12 days after insertion of essure (ess205). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy). Essure (ess205) was removed on (B)(6) 2020. On (B)(6) 2020, the menorrhagia, arthralgia, fatigue and syncope had resolved. The reporter provided no causality assessment for arthralgia, fatigue, menorrhagia and syncope with essure (ess205). Lot number: 12276454 manufacture date: 2005-02 expiration date: 2007-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a (B)(6) year old female patient who had essure (ess205) (batch no. 12276454) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("severe fatigue") and syncope ("vasovagal syncope"), 1 month 12 days after insertion of essure (ess205). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy). Essure (ess205) was removed on (B)(6) 2020. On (B)(6) 2020, the menorrhagia, arthralgia, fatigue and syncope had resolved. The reporter provided no causality assessment for arthralgia, fatigue, menorrhagia and syncope with essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.